Event description:
It was reported that the pacemaker recorded ventricular events due to sensing of noise. Noise events were noted as far back as (B)(6) 2024 and were consistent with myopotentials. The ventricular channel was previously programmed to bipolar pacing/unipolar sensing. The pacemaker remains in service. Additional information received indicated that he pacemaker recently alerted due to the ventricular rate being greater than the atrial rate. The episode electrogram (egm) showed that this was false detection of ventricular tachycardia (vt) due to oversensing of noise on the ventricular channel. The ventricular lead polarity was noted to be unipolar, with sensing at 1.5 mv (automatic gain control). Atrial pacing was 7% and ventricular pacing was 1%.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the pacemaker recoded ventricular events due to sensing of noise. Noise events were noted as far back as april 2024 and were consistent with myopotentials. The ventricular channel was previously programmed to bipolar pacing/unipolar sensing. The pacemaker remains in service.